Manufacturer narrative:
B3. Event date, 03/13/2024, was approximated to the date that the article was approved.d4, h4: the lot number remains unknown; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported via literature that a pseudoaneurysm and restenosis occurred, requiring surgical intervention. The severely calcified target lesion extended from the ostial to the proximal part of the right superficial femoral artery (sfa). Atherectomy was initially performed using a jetstream atherectomy catheter sc 1.85. Subsequent angiography and ivus imaging showed that lumen area had increased due to the reduction of calcified plaque, but that some of the healthy media on the calcified plaque free side had also been removed. Additional atherectomy was performed using a jetstream atherectomy catheter xc 2.1/3.0 without blades up. After the additional atherectomy, angiography and ivus imaging showed an increase in lumen area, but also further removal of some of the healthy media on the side free of calcified plaque. Pre-dilation with a 6.0 mm non-compliant balloon followed by dilation with a non-boston scientific paclitaxel-coated balloon (pcb) of the same size as before was performed. A final angiogram showed an adequate expansion without vessel rupture and distal embolization. At the 6-month follow-up, ultrasonography revealed mild enlargement of the vessel diameter at the ostial part of the right sfa, indicating potential aneurysm formation. However, the patient remained asymptomatic and was followed up. She had a recurrence of intermittent claudication in the right lower extremity 9 months after the endovascular therapy (evt) with the jetstream atherectomy system and pcb. Subsequent ultrasonography at 9 months after evt demonstrated progressive aneurysm formation at the ostial part of right sfa and significant stenosis in the proximal part of the right sfa. Similarly, angiography revealed an enlarged vessel suggestive of pseudoaneurysm at the ostial part of the right sfa and severe stenosis distal to the enlarged vessel. Surgical treatment was performed to repair the pseudoaneurysm and endarterectomy was performed to treat the restenosis due to calcified plaque in the proximal part of the right sfa. The patient status was good and she was discharged 7 days after the surgical treatment.